Event description:
It was reported that a patient alert was received. Patient was asymptomatic. High, out of range pacing lead impedance was noted. Externalized conductors were suspected. During the procedure, the rv lead was found to be fibrosed; the patient became unwell and st elevation was noted. A snare was used in an attempt to remove the lead but there was no traction. A tear of the inferior vena cava occurred and the patient was transferred to the vascular theatre to repair the inferior vena cava and release the snare. The inferior vena cava was cross-clamped, but no bypass was used. The patient became hypotensive and expired. Post mortem results showed intense fibrosis on the inferior rv wall.

Manufacturer narrative:
No medwatch form was received.